Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was not swapping over to pressure. There was no harm or injury to the patient, and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was not swapping over to pressure. There was no harm or injury to the patient and no adverse event was reported.